Manufacturer narrative:
(B)(4). Date sent: 10/31/2024.

Event description:
It was reported that during an unknown procedure the ¿relax pressure on blade¿ alert screen was displayed by generator and the head of the knife is smoking, and then titanium tip was broken. The severed end cutter head has been found and has not been left in the patient's body, and the duration of the operation was extended by no more than 30 minutes. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2024. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that titanium tip was broken during procedure. The breakage piece was retrieved by forceps and was discarded. No additional information can be provided.